Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) some of the seals were separated during the loading process of the delivery system during opcab. The white plunger pressed when loading the seal into the delivery device and the blue slide locked in a unlocked state. Afterward, the operation was completed using another h/s. No additional event for the patient. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected section: d-10 from "no" to "yes". The lot # 25160840 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/23/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the fully opened seal, indicating an attempt was made to introduce the device into the aorta. There were no visual defects observed on the seal. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the fully opened seal indicating an attempt was made to introduce the device into the aorta. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety off which allows for the white plunger to be depressed. There were no visual defects observed on the seal and tension spring assembly. No measurements of the delivery device were taken due to the presence of blood on the delivery device which indicates an attempt was made to introduce the device into the aorta. Based on the photographic inspection, the returned condition of the device as well as the evaluation results, the reported failure "crack;seal" was not confirmed.